Event description:
A malfunction alarm occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information for resetting the pump and assisted the caller with this process. The malfunction code did not recur after the pump reset, allowing the customer to continue using the pump. Technical support advised contacting them again if the malfunction code appeared again, and the customer acknowledged the guidance.